Manufacturer narrative:
The blood in the pocket region and the lead tip will be tested to check for infection. This lead will not be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable lead had a fever since the implant procedure. An infection was suspected but no anomalies were found with the infection test. Antibiotics were administered and the patient stabilized. However, the patient again returned to the hospital with another fever. The physician felt that the fever was related to the device since it started after the device was implanted. A system revision was performed and this lead was explanted. No anomalies were found in the pocket region. No other adverse patient effects were reported in association with this explant procedure.